Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to the lens was implanted upside-down. Another icm115v4 model lens was implanted and the problem was resolved.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off. The lens was returned dry. Medical review - while the lens is being injected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of this event was user's error while loading/injecting the lens into the anterior chamber. (B)(4).

Manufacturer narrative:
(B)(4).